Event description:
It was reported that the customer had several events related to decimal place errors. The reporting clinician indicated issues when infusing vasopressors and patient controlled analgesic at continuous rates. Although specific details and patient impact were requested the reporting clinician declined to provide any specific event details or additional information.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the customer had several events related to decimal place errors. The reporting clinician indicated issues when infusing vasopressors and patient controlled analgesic at continuous rates. Although specific details and patient impact were requested the reporting clinician declined to provide any specific event details or additional information.